Event description:
It was reported that: the access needle broke in the patient's pelvis during the biopsy and had to be removed surgically. The procedure was successful, and the entirety of the needle was recovered. The patient is fine.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. Viant is the supplier for on control units. A DHR review was requested for 70792624. All processes were followed. No nonconformances were noted. Case details were reviewed. Customer stated, "the access needle broke in the patient's pelvis during the biopsy and had to be removed surgically." No unit was returned to teleflex for evaluation. It is unknown where exactly the cannula broke. Additional information was requested. No information was received. It is unknown to what extent, degree, or rigor this device has seen use and handling. A manufacturing record review was completed by viant and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue was undeterminable. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the access needle broke in the patient's pelvis during the biopsy and had to be removed surgically. The procedure was successful, and the entirety of the needle was recovered. The patient is fine.